Event description:
The account alleged that the head of the bed is slowly drifting down. The pt stated that the head of the bed would drift down within 20 minutes.

Manufacturer narrative:
Repairs have not been completed.